Manufacturer narrative:
Previously submitted supplemental MDR report type and outcomes attributed to adverse were missing. A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, the right atrial lead threshold was high. The lead was explanted and replaced. The patient was stable after the procedure.